Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es result (0.082 vs. Expected result < 0.012 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. The affected patient result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected sample as the physician questioned the result. A corrected result was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. There was no evidence that a reagent related issue contributed to the event. Additionally, the sample may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, an instrument related issue cannot be ruled out as a contributing factor. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.